Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported by customer that PICC was initially inserted in patient (B)(6) 2024. PICC began periodically leaking and a hole was suspected. They then completed an over-the-wire exchange and found PICC to have a hole at the 8 cm marking. Over-the-wire exchange was completed and a new PICC was inserted. There was reported delayed to patient's therapy. No other information was provided.